Event description:
It was reported that when pushing dilator along wire the inserter met with resistance attempting to access vein, unable to push outer sheath through insertion site. Abandoned insertion of dilator and when pulled dilator out and the wire was pulled out with it. On inspection of dilator showed split down outer sheath. The dilator was flushed and secured/ locked before insertion. Used new dilator with success. No patient injury was reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.